Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that mvs keyboard was exposed to excessive amount of liquid that was used for cleaning. It was noted that blood had also been seen on the keyboard/touchpad. The imaging system then passed the system checkout and was found to be fully functional after the keyboard replacement. Analysis on the mvs keyboard could not be completed as it was not returned to the manufacturer.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the imaging system¿s left and right touch pad click buttons on the keyboard is unresponsive. No patient involvement.